Event description:
The tip broke off in the implant. The doctor could not use the hole eliminator due to the broken piece in that location of the cup. The surgeon left the broken piece in the implant. No extension of surgery time.